Event description:
During the transapical tavr, following the insertion of the valve across the annulus, the patient¿s systolic blood pressure dropped to 50. Vasopressors were given with no response. The valve and delivery system were pulled back into the ventricle to allow the patient to recover but there was no improvement. The valve was deployed and the delivery system was removed. Post deployment, the patient¿s pressure did not recover and chest compressions were started. The chest compressions continued for 15 to 20 minutes while the surgical team attempted to place the patient on bypass. The cannulae were inserted, but the perfusionist did not get a venous return. The patient was never successfully placed on bypass and death was called. Per the discussion between the edwards field clinical specialist and the surgical team, the patient not responding to the vasopressors was a contributing factor for the event. It is unknown why the patient did not respond to treatment.

Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, in addition to the procedure itself, it is possible the patient¿s advanced age ((B)(6)) and cardiac pathology contributed to the lack of effectiveness of the medications and inability to correct the hypotension. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.